Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 0.56ng/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample for accu tni on a different instrument in their lab and obtained a result of 0.02ng/ml. The customer did not receive any report of patient injury or death attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications. The customer had been having issues with elevated accu tni results which they thought were caused by pipettor one. A customer technical service (cts) helped the customer to disable the pipettor one until service arrived. The specimen was collected in lithium heparin tube and centrifuged at 3,000 rmp for 5 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which passed, but there was one outlier result. The fse replaced the pipettor one belt and cleaned the o-ring/seal. The fse repeated diagnostics testing and ran precision testing: all results passed. The fse replaced sample probe and cleaned up blood spill in the instrument. The fse performed alignments and adjustments. The fse calibrated pressure sensor. The fse ran diagnostics, carryover test and qc; all results passed within specifications. Although the fse addressed hardware issues, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.